Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the suture broke after several stitches, and the doctor had not yet had time to tie the knot. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot of ip is unavailable. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: can you identify the lot number of the product involved? Received information as following from sales rep via phone today. The lot number of the product involved is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. H3 investigation summary: the product was returned to ethicon for evaluation. One paper lid and one needle-suture piece were received for analysis. Product code vcp358h. During the visual inspection of the sample, no breakage suture was observed. Even though the extreme of the suture was noted to be cut likely by a surgical instrument. Furthermore, body fluids were noted along the length of the suture. The other section of the suture was not returned for analysis. This product code vcp358h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Although no conclusion could be reached on the cause of the reported event. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.